Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was not able to be used due to a hole in the tubing. While prepping the device for implant, a hold was found in the grey tubing near the pump. The device was not implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and detached inlet tubing were received for evaluation. A separation was noted on the inlet tube of the pump. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. Both cylinders were returned with tow sutures still attached. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the detached inlet tubing. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the inlet tube of the pump occurred subsequent to the device packaging being opened. The information received indicated the hole was noticed during the preparation of the device. Based on the evaluation and information received, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.